Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where needle was broken or bent after insertion. The event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).